Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the drug used during the case entered the air/water nozzle and could not be completely removed due to some factor. There were no deformations to the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was noise in the image due to a board failure inside the scope connector. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The curved pipe was deformed due to external factors. The flexible tube of the insertion section was crushed due to external factors. Scratches on the insertion tube due to external factors were observed. The bending section cover adhesive was missing. The operation part had discoloration. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the evis lucera elite gastrointestinal videoscope presented image noise. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle had a foreign object due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle had a foreign object due to insufficient cleaning noted at estimation.